Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from may 22, 2020 - may 26, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused during patient infusion. It was further reported that the infusion ended 8 hours before the expected time. It was stated the patient was undergoing chemotherapy using a device that had been filled with 2400mg 5-fluorouracil with sodium chloride to a fill volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.